Event description:
It was reported that "the cannula was size 8 and the neck plate was size 10, on a custom trach tube". There was no reported pt injury and/or change in therapy. The involved device(s) have not been returned to the mfg facility for investigation as of the date on this report.